Event description:
It was reported that the potassium values were inaccurate during cardiopulmonary bypass surgery. The numbers would drift and would read very high compared to the lab results. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to potassium inaccuracies. The monitor was cleaned and decontaminated. The arterial and venous blood pressure sensor head assemblies were replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.